Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: what confirmation was received that the device was fully fired? On the form, it states, ¿the surgeon gave the patient.¿ please clarify. How long was the surgery delayed? Did the post-operative care change based on the leak and delay in surgery? What is the current patient status? The surgeon gave the patient a temporary stoma for 3 months.

Manufacturer narrative:
(B)(4). Additional information: additional information received: what is the patient¿s current condition? Fine, had to put a stoma in. Where was the endometriosis located? Rectum. Who fired the device? Assistant or the surgeon? User experience with the device? Experienced. Is the device lot # available from the patient records? Was this event one or two separate procedures? Combined one procedure. Was the leak performed intraoperatively? Yes. When the device was fired, where was the indicator located within the green zone/gap setting scale? Yes.

Event description:
It was reported that during a laparoscopic resection of severe endometriosis/anterior resection procedure, the surgeon used the device for anastomosis of the bowel. The gun was fired and the staples appeared to have not closed as tightly as usually. He performed leak test and it leaked circumferentially so a second surgeon went back in laparoscopically to over sew the staple line. The first surgeon said he had not seen this before. The first surgeon gave the patient. Both surgeons were happy with the result of the surgery. There was no photos taken of staple line and no staples were malformed so product specialist was advised that he didn't need to keep the gun. Adverse event to patient unknown. Delay in surgery unknown. One device was discarded.